Event description:
Physician was attempting to stent the mid-rca (extremely calcified). Physician attempted to cross with maverick 2.50 x 15 and was unable to cross lesion. Inserted guidant iron man wire and was able to cross with maverick and inflated and removed body wire and balloon. The stent would only go halfway through the lesion; inserted body wire and he could not get stent to cross lesion. In proceeding to pull back, physician felt resistance was noticed that the stent was sort-of deformed. The physician was unable to remove the sds through the guide, proceeed to remove the entire system through the sheath, had to remove the entire system. Product was instable condition. The procedure was completed with a ptca.